Event description:
It was reported that the coagulation function did not work on the coblator ii surgery system. The surgeon was able to use the ablate function however, coagulation was not available. The procedure was completed using a suction bovie. No patient complications reported as a result of this event.

Manufacturer narrative:
The patient's age, and gender were requested but were not received.